Manufacturer narrative:
(B)(4). Patient age: over 18 years old. (B)(4).

Event description:
It was reported that a wire was stuck in the catheter. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and moderately calcified vessel. While using a direxion catheter preloaded with a fathom wire it was noted that the wire was unable to be removed from the catheter. The device were removed as a unit, the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. The guide-wire is not inserted in the microcatheter and is totally separate from it. The device is in a cordis catheter and blood can be seen in the hub of the cordis catheter. It can be seen that a coil is in the hub of the device. Once the coil was removed from the hub an attempt was made to insert the guide-wire through the device, the device was found to be blocked just below the hub. An attempt was made to insert the guide-wire from the distal end and the device was found to be blocked. The device was soaked in water and an attempt was made to reinsert the guide-wire, on inserting the guide-wire from the distal end a drop of blood could be seen at the end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a wire was stuck in the catheter. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and moderately calcified vessel. While using a direxion catheter preloaded with a fathom wire it was noted that the wire was unable to be removed from the catheter. The device were removed as a unit, the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.